Manufacturer narrative:
No critical pump error (open book image) alarms or history pointers failed and history pointers are corrupted error noted during testing. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
No critical pump error (open book image) alarms or history pointers failed alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device received with moisture damage on motor assembly, force sensor assembly and electronic board stack.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 146 mg/dl at the time of incident. The insulin pump will be returned for analysis.